Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the reload appeared bent. It could not be inserted into cartridge side of psee60a. After a five minute delay, a new reload was used with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2021. D4: batch # t5c988. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was returned, nonsterile, unfired, and with the reload pan partially dislodged from the right proximal side. The pan was manually reassembled and the reload was loaded into a test device and tested for functionality, the staple line was not complete as seven double drivers were missing. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. However, it is possible that cause the drivers to become missing.